Event description:
Note: the date of event is unknown. However, it was noted to be approximately one year prior to this report in (B)(6) 2010. It was reported to boston scientific corporation that a rx locking device with biospy cap device was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the ercp procedure, it was discovered that the sponge from an rx locking / biopsy cap device used in a previous case had become lodged within the ercp scope. This issue became evident when they experienced difficulty passing forceps device down the scope. The rx locking / biopsy cap device being used in this case was intact, with the sponge still inside. Further information in not available, due to the age of the incident.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown.(B)(4):according to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.